Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) on their right side, for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device seemed to be working, but not as well as they wanted. It was stated that they were getting a pulsating which felt like an ¿electric charge¿ down their right leg, and a pinching in their right groin at night when they were sleeping. It was noted that they decreased stimulation before they went to bed, but the pulsating and pinching did not resolve; because of this they had to sleep on their stomach and couldn¿t cross their legs. The patient had this since implant, and it had not gone away. Troubleshooting found that the patient was on program 5, but they stated that the manufacturer representative told them they were putting them on program 2. On the call the patient changed to program 2, then laid down, and stated that they did not feel the pulsating and pinching. It was recommended that they keep track of their symptoms and adjustments and discuss with their healthcare provider at their appointment on (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event. Additional information received from the patient reported that they are ¿feeling a but[bit?] Of pulsing. Since they the change that was made previously, they were ¿out of the pain¿ but was not getting any relief. Follow up information received from the patient on (B)(6) 2020 reported that the circumstances that led to the issue was that they were set on the wrong program. As a step taken to resolve the issue, the patient was told how to change the program. The patient mentioned that they realize and was told it would not be perfect, but they were no better. There were no further complications reported or anticipated. Additional information was received from the patient. They reported that they had switched to a different healthcare professional (hcp) for a 2nd opinion, as the therapy never worked and they never had therapy relief. During the trial it helped 80%; however, when they received the implant it was less than they expected. The patient saw their new hcp a few weeks ago and x-rays were performed. They were told that the device wasn't implanted correctly (patient's words), the patient said the hcp said that sometimes it is difficult to place the wire in the exact spot. Their previous physician once said that there could have been a 'fray' in the wire. The patient's hcp reviewed the patient's options to replace the system or to try other treatment options. The patient asked about new products that were mentioned to her and was redirected to discuss their options with their hcp.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va22z4h, implanted: (B)(6) 2019 product type lead, code c53269 refers to the lead. Code c63030 refers to the ins medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from the patient. They reported the same issues of no therapeutic effect and stated that the planned intervention is for their physician to implant an entirely new interstim system. The patient thinks their wires were not put in right and may be faulty and drained the neurostimulator battery as it only has 18 months left on it and was thought to last 5 years. Revision surgery is scheduled for this wednesday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The old system was entirely replaced on (B)(6) 2020. No further complications were reported.